Manufacturer narrative:
(B)(4). Batch # p4rh8l. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during surgery the tip and tissue pad broke. It was necessary to pass another to the table as the other was unusable. No patient consequence reported.